Event description:
It was reported to philips that there was an unspecified problem with the power supply during startup, which can indicate a booting failure. The device was outside of clinical use at the time of the event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.